Event description:
This lead was explanted and replaced due to damage of the outer insulation of lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a squeezed insulation at approx. 17 cm distal to the is-1 connector pin. In this area deformations of the inner and outer conductor coils were observed. It is reasonable to assume that these damages resulted from the use of medical instruments during the surgery. Further analysis of the lead revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. In summary, a squeezed insulation and deformations of the conductor coils were observed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.